Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). Mäkinen, t. J., abolghasemian, m., watts, e., fichman, s. G., kuzyk, p., safir, o. A., & gross, a. E. (2017). Management of massive acetabular bone defects in revision arthroplasty of the hip using a reconstruction cage and porous metal augment. Bone joint j, 99(5), 607-613. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the study the patient had an early post-operative dislocation and underwent a revision with cement-in-cement revision of the stem without revising the acetabular construct. No further information has been made available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.